Manufacturer narrative:
(B)(4). Plant investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzer products from the reported catalog number shipped to this account within the selected time frame. A records review was performed on the lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots met specifications for pyrogen and sterilization parameters. The lots passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria. Additionally, the dialyzer instructions for use (IFU) document cautions the user regarding reactions. Clinical investigation: the patient medical records were received on august 17, 2016 for the reported event of dialyzer reaction; however, no hospital discharge summary was included. A clinical investigation was performed to establish a causal relationship between the event of patient's shortness of breath and the fresenius dialyzer. Based on the 20 pages of medical records, the following was determined: there is no documentation in the medical record supporting a possible association between the patient's shortness of breath (sob) and transfer to the emergency room and the fresenius products/devices in use during the patient's hd treatment. This patient has a preexisting history of copd, and presented to the user facility on (B)(6) 2016 with sob, diminished lung sounds, and foot edema prior to initiation of the hd treatment.

Event description:
A facility clinic manager (cm) reported this hemodialysis patient with a past medical history of chronic obstructive pulmonary disease (copd) had experienced shortness of breath during dialysis. Upon review of medical records and treatment sheets received, it was noted the patient experienced increased shortness of breath approximately 1 hour into treatment. The treatment sheet indicates the patient arrived for their regular dialysis treatment via wheelchair, alert and oriented with regular heart rate. Lung sounds were "diminished throughout" with complaint of shortness of breath. Oxygen in use at 4l/min via nasal cannula. Evidence of bilataeral lower extremity pitting edema was present. As previously stated, patient complained of increased shortness of breath after approximately one hour of treatment initiation. The ultrafiltration goal was increased however, 30 minutes later the patient reported not feeling any better and requested the treatment be stopped and an ambulance was called for transport to the hospital. Treatment was discontinued and the patient was sent to the hospital. There was no information provided regarding the hospitalization except that the patient was discharged on an unspecified date and returned to the facility for chronic dialysis treatment. The cm reported she believed the diagnosis was pneumonia but could not confirm this. No additional information was provided. The complaint sample was discarded.